Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2024-00499, 1627487-2024-00461, 1627487-2024-00462. It was reported that the patient was experiencing ineffective coverage of therapy. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's drg system was explanted.